Event description:
It was reported that the patient called boston scientific technical services (ts) because they had missed a remote scheduled follow-up interrogation. Their patient mobile monitor (pmm) was unable to communicate with the insertable cardiac monitor (icm) device. Ts instructed the patient to restart their pmm, but a connection error was displayed in the patient app. A connection check was attempted, but it failed. During a subsequent call that was received, ts provided additional troubleshooting support; however, repeated connection checks continued to fail. On a following day, ts contacted the patient again to perform additional troubleshooting. The bluetooth function from the pmm was deactivated and reactivated, another connection check was performed, but the pmm still failed to connect to the icm device. On a different day, ts called the patient once more to continue troubleshooting. Ts guided the patient through the setup process, but it could not be completed since the patient app was unable to connect to the icm device. Initially, ts discussed the pmm should be replaced. As a result, the patient went to the clinic, where attempts to connect to the icm device using both a new pmm and the clinic mobile monitor (cmm) were unsuccessful. It was then noted that the battery from the icm device had reached recommended replacement time (rrt), due to this reason, monitoring was now disabled. The health care professional (hcp) inquired why monitoring had become disabled the day after the rrt was reached. Ts requested boston scientific engineering to investigate the inquiry. Engineering has not replied at this time. No adverse patient effects were reported. This icm device remains implanted at this time.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event and initial reporter last name (field e1) from section e. Initial reporter. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.